Event description:
Additional information was received that no intervention was required for the mild paravalvular leak (pvl) with the second valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was implanted, mil d/moderate paravalvular leak (pvl) was noted and the valve appeared slightly constrained (underexpanded) on the non-coronary cusp (ncc). A post balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon, which caused the valve to pop up and out of the annulus and embolize aortic. Per the physician, the cause of the dislodgement was the post implant bav. Of note, the patient was rapid paced during the post dilation. Prior to the valve dislodgement, the implant depth on the ncc was approximately 4 millimeter (mm). The implant depth on the left coronary cusp (lcc) was approximately 6 mm. After the valve dislodgement, the valve had popped up above the annulus. Of note, there was a procedural delay of approximately one hour. A second valve was implanted successfully with mild paravalvular leak (pvl) noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.